Manufacturer narrative:
Arjo was informed about a patient fall from a bed when laying on the auto logic mattress (arjo product) and hill-rom avantguard 1400 bed (non-arjo product). According to information reported by the customer, the bed safety side rails were raised at time of the event. The patient was found with the head on the floor and the feet still on the bed. As a consequence of this partial sliding over, the patient sustained a head trauma but he did not lose consciousness. Following the event (to check the patient) the computed tomography (CT scan) was performed with the negative results. To establish circumstances of the alleged incident, the arjo representative contacted with the customer. We received information that the cause of the event was not clear for the facility. The patient was agitated before being placed on the device and it is unknown if the patient has fallen because he wanted to get out of the bed and fell trying to. The facility was taken the decision to stop using the mattress due to the patient¿s agitation and the risk of fall. In conclusion, due to limited information revealed by the customer facility representative, an exact factor contributing to this particular event was not found. The arjo auto logic system (both mattress and pump) was used while the event occurred, therefore it played a role in the event. There was no allegation of arjo device malfunction. We report this event due to allegation of patient fall, which may lead to a serious health consequences.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. No malfunction.

Event description:
Arjo was informed about a patient fall from a bed when laying on the auto logic mattress (arjo product) and hill-rom avantguard 1400 bed (non-arjo product). According to information reported by the customer, the bed safety side rails were raised at time of the event. The patient was found with the head on the floor and the feet still on the bed. The patient's head trauma without loss of consciousness and a negative CT scan was reported as outcome of this event. There was no allegation of arjo device malfunction.